Event description:
No blood glucose levels were provided. It was reported that the reservoirs on the insulin pump of the customer would not lock properly and seemed loose at the cap. No additional information was provided.

Manufacturer narrative:
Reliability analysis inspected 2 sealed reservoirs and checked reservoir snap-cap width dimensions per (B)(4). Reservoir passed per inspection also performed IFU d9195886-et2 section 6 and 7 using a new lab infusion set. Reservoir passed per inspection easy to connect/release. Inspected 3 opened/used reservoirs and checked reservoirs snap-caps width dimensions per (B)(4). Reservoirs failed per due to being under inspection also performed IFU d9195886-et2 section 6 and 7 using a new lab infusion set. Reservoirs failed per inspection found reservoirs too loose too connect/release. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).